Event description:
It was reported that the patient received three inappropriate shocks. The right ventricular lead had oversensing and high impedance. A fracture was suspected. The patient was admitted to the hospital and the detections were programmed off. The lead was later partially removed, the remainder capped and replaced. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.